Event description:
It was reported that during preparation of the xience v rx delivery system, the tip of the catheter separated. No force was applied and there was no patient involvement. Another xience v rx was used successfully. There was no significant clinical delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. Return of the xience v sds may have aided in the investigation and determination of cause as without the product to examine, a conclusive cause could not be determined. There is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tip detachments for this lot.